Manufacturer narrative:
Concomitant medical products: dtbc2d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy and the right ventricular (rv) lead exhibited an increased pacing threshold, high impedance, noise on the tip to ring electrograms (egm) and a suspected lead fracture. The rv lead was capped and replaced. In addition, the right atrial (ra) lead had a chronically high threshold and was replaced at the time of the rv lead revision. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.